Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) replaced damaged blood pressure adapter cable due to bent pins. Completed product inspection per customer/manufacturer requirements.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump (iabp) had a broken blood pressure adapter cable. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.